Manufacturer narrative:
Device evaluation: one smiths medical cadd legacy 1 pump was returned for analysis with a slight pry marks observed on the rear housing. Event log history was performed and showed that 15 "no disposable" alarms were recorded in history. During analysis the customer's reported problem regarding "no cassette detected" was unable to be duplicated although the event log verified that the event occurred (15 no disposable alarms recorded). Simulated use testing was unable to replicate the no disposable error with a disposable attached. After removal of the cassette, the pump did alarm for "no disposable attached". Occlusion sensor testing found the downstream occlusion (dso) sensor value out of manufacturing specification. The upstream occlusion sensing (uso) will be recalibrated and dso will be replaced to address the no disposable alarm issue. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received indicating that smiths medical cadd-legacy pump gave pump was emitting "no disposable" alarm and woke up the patient. The customer reported that the pump was just stuck and alarming. The customer could not press anything and stop the alarm. The pump continued to alarm even after battery removal. No adverse effects reported.